Manufacturer narrative:
Follow up #1 submitted: 12/26/2012 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed an unacknowledged warning for no delivery, no prime for five hours on the reported failure date and one "low battery" warning due to normal battery wear. There was no unusual, sudden voltage drop recorded. The battery was not returned with the pump for investigation. On testing, the pump powered on normally. An ez-prime function was performed and the pump failed to recognize the cartridge during the load step. The temperature complaint was unable to be adequately investigated due to the load step malfunction. The pump was exercised for 2 hours with no overheating. The electrical currents were tested and noted to be within specification. The pump cover was removed for investigation and no moisture was noted. There was contamination on the force sensor assembly and the force sensor was noted to be out of calibration.

Event description:
The patient contacted animas on (B)(6) 2012 stating that the pump became hot to the touch and the display screen became distorted. The patient denied any injury from the pump being hot. The patient denied any corrosion in the pump and denied any known moisture in the pump. This report is made based on the allegation that the pump overheated.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.